Event description:
The below narrative includes initial information was received from a consumer on (B)(6) 2011 and additional information: a (B)(6) female consumer with no history of immunological or collagen vascular disease received her first injection of poly-l-lactic acid (sculptra) (lot # unk, expiration date unk) in 2008 for cosmetic reasons in her lip and cheek, and chin area. She stated that she may have also received radius in 2008 as well. At that point she had one lump underneath the skin. She also received it on (B)(6) 2011. She reported that she had (B)(6) ((B)(6) later) developed lumps and bumps under her skin of different kinds. Some were pea sized and round and some are bigger and oval. She took doxycycline for (B)(6) and it did nothing. No surgical intervention was done. She has some lumps in her cheek area that are large and are giving her "high cheekbone" look. She had lumps near her nose, eyes, temples, and sides of her chin. The doctor wanted to give her steroids but she did not want that yet. She also stated that there was some discoloration too, pale and purplish. Her hair seemed to also be falling out. No further relevant information reported. Additional information received from consumer on (B)(6) 2011: pt demographics, medical history, description of event, additional events, therapy dates, date of event, and corrective treatment.